Manufacturer narrative:
Discussion: the wheelchair software fault log was assessed (see attached report for details). Causality could not be determined. Subject wheelchair has not yet been evaluated by sunrise and is being held by legal authorities. At the current time, it is unknown whether the chair malfunctioned or operated as intended. The fault log does not demonstrate any faults that could have led to a malfunction in chair operations or a tip over event. Conclusion: due to nature of injury (death), this MDR is being reported out of an abundance of caution. However, no malfunction has yet been identified. Investigation is pending results of coroner investigation. Once new information is received, a supplemental report will be filed.

Event description:
Sunrise dealer in (B)(6) "informed us that a user was traveling up a ramp in a quickie qm710 and resulted in death." Incident is currently being investigated by the coroner. No other information was provided. Fault log was provided by coroner and assessment of controller log is attached.